Event description:
It was reported that the device showed premature depletion of the battery. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same as a device marketed in the u.s. Evaluation summary : (B)(4) : initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed that battery depletion was indicated on (B)(4) 2012 when the device recommended replacement time (rrt) was less than or equal to 2.62 volts. The weekly battery voltage trend data shows min bat was equal to 2.64 to 2.62 volts between (B)(4) 2012 and (B)(4) 2012 and there was 1 patient alert for low battery voltage on (B)(4) 2012 02:15:05. The device was then returned, analyzed, and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity.